Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and oversensing were observed on the right ventricular (rv) lead. The device was explanted and replaced. The rv lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-05483.